Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. More information are requested. Investigation is still in progress.

Event description:
Mobi-c : instrument broken. The mobi-c implant holder was broken during implant insertion under standard procedure. The implant was safely placed in patient¿s cervical in the end. Additional information requested.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation . The review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the device history records, the recurrence of this type of event for this product, the actual product evaluation results, it was assessed that the most likely cause of the event is related to a wear from use combined with a user error . As the surgeon probably applied and excessive force during impaction. As mentioned the mobi-c surgical technique ( step 11) that during the prosthesis insertion « the prosthesis is inserted progressively, under fluoroscopy, into the disc space by gently tapping on the implant holder's impaction knob with a mallet ». The investigation found no evidence to indicate device issue. The root cause of the event is therefore: wear from use combined with mishandling during impaction.

Event description:
Mobi-c: instrument breakage during surgery. Device was returned for examination, issue was confirmed event didn't have any impact on surgery or on patient.

Event description:
Mobi-c: instrument broken. Additional information received on march 30th 2018 : the breakage is in the end of the middle of the rod. The item can be return to manufacturer. The holder was used only few time. A request was made to send the product.

Manufacturer narrative:
This medwatch is submitted to send additional information. Additional information was received on march 30th: "the end of middle rod of is breakage. The item can be return to (B)(6). This holder only be used few time." Device will be returned and evaluated conclusion is not available yet and investigation still in progress.